Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: faulty cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it had no image due to a cable was faulty cable due to wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had image not detected, only the color bars appeared. There were no reports of patient harm.